Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that using a ts femoral nail system upon completion surgeon noticed piece of metal inside top of nail. Part of metal targeting arm that broke off. Able to remove metal from nail with no adverse reaction.